Event description:
Revision surgery - the acetabular shell shifted.

Manufacturer narrative:
No info was available on the primary surgery. The sales rep spoke with the surgeon who had no further info other than that he did perform the initial surgery roughly 12 years ago and did use encore product at that time.